Manufacturer narrative:
The devices were returned to edwards lifesciences for evaluation. In addition, photographs of the esheath shaft and delivery system/crimped valve after removal from the patient were provided by the reporter. Based on these images, engineering was able to confirm the reported withdrawal difficulty and sheath liner torn. The delivery system was returned inserted through sheath and loader cap and with distal end being cut off. The following was observed upon visual inspection: heavy gouges on the delivery system flex tip. Two kinks on sheath shaft, approximately 6cm and 9cm distal to strain relief. There were scratches along entire length of sheath shaft. Liner torn approximately 19mm in length from distal tip. There was also a minor sheath distal tip damage and the sheath shaft was twisted. No functional testing was able to be performed due to the condition of the returned device (kinks on sheath shaft, liner was torn and expanded and delivery system was cut off at the distal end). The delivery system flex tip represents the largest delivery system component that is passed through the esheath. To investigate if the flex tip potentially contributed to the reported resistance during delivery system insertion through the sheath, the flex tip outer diameter (od) was measured. In addition, the thickness of the esheath liner was measured to ensure the liner thickness did not contribute to the liner tear. The dimensional analysis revealed that the both the flex tip od and the esheath liner thickness met the specifications. There are multiple inspection points throughout the manufacturing process of the sheath shaft assembly: including among others a 100% visual inspection of liner and a 100% visual inspection of the esheath shaft sub-assembly with minimum of 3x magnification by manufacturing and quality. During final assembly, the sheath shaft is 100% visually inspected at the component level. In addition, post sterilization the lot underwent product verification testing under a sampling plan. The force required to expand the sheath shaft of the randomly selected samples met the specification. The delivery system also undergoes 100% manufacturing and quality inspection, including a 100% inspection of the flex tip od. These inspections support that it is unlikely a manufacturing non-conformance related to the complaint is present on the device. The reported resistance of the delivery system and sheath, device withdrawal difficulty and sheath liner torn were confirmed based on the condition of the returned devices (kinks on sheath, liner tear, sheath shaft twisted and crimped valve on inflation balloon with proximal end slightly expanded), but no manufacturing non-conformances were identified in the returned sample. A review of complaint history, device history record (DHR), lot history and manufacturing procedures did not reveal any manufacturing non-conformances that could have contributed to the complaint event. The inspections described above support that it is unlikely a manufacturing non-conformance related to the complaint is present on the device. The kinks observed on the sheath shaft are indicative of excessive force applied to overcome insertion difficulty. A review of past complaints suggests that procedural factors such as improper flushing/wetting of the devices, incomplete/misaligned valve crimping, incomplete advancement of the loader, and residual fluid left in balloon during prep can all contribute to the resistance observed. In addition, per the IFU and training manuals, insertion forces can vary due to several patient/procedural related factors such as sub-optimal insertion/placement angle of the sheath into the patient, tortuosity and degree of calcification during delivery system insertion through the sheath. In this case it was reported that the patient access vessel has moderate calcification and moderate tortuosity. This is further substantiated by the scratches and kinks observed along the sheath shaft. The calcification present in the patient¿s access vessel could have also damaged the exposed sheath liner. Such damage along the liner could lead to immediate cutting/tearing, or could weaken the liner. A weakened liner can further tear during advancement or retrieval of the delivery system. The moderate tortuous anatomy creates additional risk for liner tear as it may increase the interaction between the sheath liner and calcification during device insertion and/or removal. Per IFU/device preparation manual mention possible procedural factors (improper crimping technique) that may contribute to a liner tear. If the valve is not positioned correctly or the delivery system is not centered coaxially within the valve during crimping, the valve may be crimped unevenly and/or the struts on the frame may be bent/partially expanded. Under such conditions, the bent/partially expanded frame could potentially drag on the liner during device insertion and result in insertion difficulty as reported. The additional device manipulation to overcome the resistance during device insertion may have torn the liner which would have created additional insertion difficulty. Similarly, delivery system withdrawal with the expanded frame could cause the strut to get caught on the liner, extending the liner tear along the sheath and create difficult during withdrawal. At the same time, given the high resistance, the crimped valve may have been dragged distally toward the inflation balloon, resulting in a larger profile and making it even more difficult to withdraw the delivery system. Additionally, the moderate tortuosity present in the patient¿s access vessel could have created sub-optimal angles during removal of the delivery system. The tortuosity would have even further increased the likelihood that the exposed struts would get caught onto the sheath liner and exacerbate the withdrawal difficulty. The kinks observed on the sheath shaft from device insertion difficulties may be another contributing factor for withdrawal difficulty. The complaints were confirmed, but no manufacturing non-conformities were identified during the engineering evaluation. A definite root cause was unable to be determined at this time. However, available information suggests that patient and/or procedural factors may have contributed to the reported events. No labeling or IFU inadequacies were identified and review of complaint history revealed that the occurrence rate does not exceed the february 2017 control limits for respective trend categories. Therefore, no corrective or preventative action is required at this time.

Manufacturer narrative:
(B)(4). Investigation of this event is ongoing.

Event description:
As reported by a field clinical specialist, during tavr of a 29mm sapien 3 valve in the aortic position via left tf approach, tracking and withdraw difficulties occurred with the commander delivery system (ds) resulting in surgical cut down of the iliac artery to remove the devices. Surgical cut down performed to the left femoral artery with no issues. The 29mm s3 valve prepped via IFU. 16 fr esheath was inserted with no difficulty per surgeon. Bav was completed with 25x4 edwards balloon. The 29mm commander delivery system was inserted into the esheath. It was noted that there was increased push force. The s3 valve was able to be advanced only half way through the sheath, up to the distal common iliac, then it would not move any further. The physician tried to pull the esheath and delivery system back as a unit and the esheath would move but the valve did not move. It was noted that the valve appeared to have exited the seam of the esheath. Wire was changed to lunderquist, but the valve was still not able to be moved proximal or distal. At that time, there was bleeding around the esheath and the patient was put on emergent bypass. Vascular surgeon was called in to surgically remove the s3 valve from the left iliac artery. He noted severe scar tissue from previous surgeries that made it very difficult to expose iliac artery. Upon removal of the devices it was noticed that the esheath seam had a tear. The patient left the room on ECMO and intubated in critical condition. Per the latest report, the patient was stable and his condition was improving. The patient¿s access vessel minimum luminal diameter (mld) measured 6.3mm with mild calcification and mild tortuosity.